Event description:
Additional information was provided by the customer on 09feb2021 and 11feb2021. As reported by the customer, the problem only occurred with model 180 scopes while using the provation's program. The problem occurred prior to a procedure. There was no patient involvement and the procedure was completed with another device. An evis exera iii xenon light source was being used in conjunction with the device at the time of the event. The device was inspected and no visible abnormalities were observed. The device did not sustain a deep impact. There were no error messages, alert tones, or alarms associated with the event. No additional information is available.

Manufacturer narrative:
This supplemental is being submitted to provide additional information received from the customer. The following fields were updated: b5, e2, e3, g4, g7, h2, h6, h10. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
After troubleshooting with an olympus representative failed to correct the problem, the device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. No image was able to be generated due to a faulty patient board set. A loaner device was issued to the customer. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported no image was able to be achieved on the evis exera iii video system center when using 180 series endoscopes during preparation for use. The customer reported being able to get an image with a 190 series endoscope. The customer further reported purchasing a new videoscope cable did not correct the issue. As reported, there were no instances of death, injury, or infection due to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported issue was caused by failure of the patient circuit board. Although a definitive root cause could not be determined, it is likely that the failure of the patient circuit board occurred because the operational amplifier on the board was not designed according to manufacturer specifications, and overcurrent/overvoltage was applied at start-up of the device and the operational amplifier failed. There was a design change to the operational amplifier circuit to address this issue. The subject device was manufactured prior to the design change.